Event description:
Zso stents they linked during procedure. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: 1 x zso-7-7, was returned to cirl for evaluation along with 1 x zso-7-5, 1 x zso-10-5, 1 x fs-pc and 1 x flap protector. Devices were returned without original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 18th april 2019. The returned device lab findings and observations can be referred through the attached files. The zso-7-7 stent was observed to be kinked & at the 5th porthole on the tapered end. A 0.035 inch wire guide would not pass the kink. The zso-7-5 stent was observed to be kinked & at the 2nd & 5th portholes on the tapered end. A 0.035 inch wire guide would not pass the kink. A 2nd pr has been opened to address this issue (B)(4). No defect was noted with the zso-10-5, pushing catheter or flap protector returned. Documents review including IFU review: prior to distribution all zso-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-7 could not be carried out as the lot number is unknown. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also the user is instructed by the instructions for use, ifu0045-6 ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Zso stents they linked during procedure event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zso stents they linked during procedure. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to (B)(4). Importer site establishment registration number: (B)(4). Device evaluation: 1 x zso-7-7, was returned to cirl for evaluation along with 1 x zso-7-5, 1 x zso-10-5, 1 x fs-pc and 1 x flap protector. Devices were returned without original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2019. The returned device lab findings and observations can be referred through the attached files. The zso-7-7 stent was observed to be kinked & at the 5th porthole on the tapered end. A 0.035 inch wire guide would not pass the kink. The zso-7-5 stent was observed to be kinked & at the 2nd & 5th portholes on the tapered end. A 0.035 inch wire guide would not pass the kink. A 2nd pr has been opened to address this issue ((B)(4)). No defect was noted with the zso-10-5, pushing catheter or flap protector returned. Documents review including IFU review: prior to distribution all zso-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-7 could not be carried out as the lot number is unknown. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also the user is instructed by the instructions for use, ifu0045-6 ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zso stents they linked during procedure. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.